Event description:
It was reported that the patient presented in clinic for follow-up. Firmware upgrade was attempted multiple times but the pulse generator when into back-up. It was noted that the wand may have slipped during the upgrade process. The device was restored to its normal function. Firmware upgrade was reattempted and the device was noted to be in back-up again. The device was restored to its normal function. No further information was available.

Manufacturer narrative:
Correction: (B)(4) - operating system version or upgrade problem, should have been reported.